Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The onestep complete electrode pads were returned to zoll medical canada for evaluation. A visual inspection of the returned onestep complete pads showed clumps of hair stuck to the pads. A review of the logs indicate that the device did recognize the pads were attached, but the patient impedance was above the allowable limit and an ECG signal was not displayed. When the impedance issue was corrected, the end user was in the wrong lead view. Testing of the onestep complete pads demonstrated no difficulty obtaining an ECG signal and delivering a 200j shock using a simulator. The onestep complete pads were scrapped after testing. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated; justification for no UDI: UDI info: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.